Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which they successfully did, allowing them to resume insulin with no further action required.